Event description:
Reportedly, the pump appeared to be running normally but had stopped infusing. There appeared to be no low battery alarm. When the batteries were replaced in the pump, it ran fine. The anesthetist managed the patient without difficulty. The pump was sent in to be checked.